Event description:
User claims, the locking nut used to attach the cuff to the crutch, would not tighten. User claims this caused him to fall.

Manufacturer narrative:
The forearm crutches were received and inspected. The locking sleeve had to be removed from the crutch using a pair of pliers and a vice. From the condition of the sleeves when received, the user was using excessive force and tools to 'lock' the sleeve to the crutch. Unable to determine if locking sleeve was defective from the initial use since crutch has been used over 1 year and damaged from the use of tools.